Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel- (B)(6), contact person name: (B)(6), email: (B)(6) & biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) had pneumatic interface module (pim) related malfunction. During pm the device failed pim test multiple times. There was no patient involved or adverse event reported. The fse replaced pneumatic module assembly and retested the device which passed with no issues. Verified unit caliberated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department could not verify the failure of failed pim leak tests. The failure analysis and testing department did not receive safety disk with pim, fat dept. Used own safety disk for pim testing. Pim passed testing. Retaining pim in the fat dept. As per procedure 0002-07-d008 rev ap.